Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely for follow up. Review of the transmissions revealed episodes on non-sustained right ventricular oversensing due to post-paced t-wave oversensing. There was no inappropriate therapy delivered due to the oversensing, and there were no patient symptoms reported. The patient will continue to be monitored.